Manufacturer narrative:
Failure mode is being evaluated for root cause. The device was not returned by customer for evaluation.

Event description:
The following information was provided via email by (B)(6) md at (B)(6) hospital on december 15, 2016 regarding their evaluation of the parker dlett with the addition of a parker flex tip: I had used the parker dlett once before today. The second thoracoscopy case scheduled was an asa 3 patient with a right upper lobe lung mass. (B)(6) with moderately severe asthma. Induction and intubation were uncomplicated and the left 37 french dlett position was confirmed using a bronchoscope with the patient in the supine position and the bronchial balloon just past the carina in the left mainstream bronchus. Lung isolation was tested without difficulty and the patient turned into the left lateral decubitus position. The skin prep proceeded and I reconfirmed the dlett position with bronchoscopy. When I attempted to isolate the right lung, I realized that I could not ventilate through the bronchial lumen. No breath sounds were audible in the left chest and inflation pressures were at setting limit. The bronchoscope view through the left lumen revealed that the bronchial wall had retroflexed the tip back against the dlett lumen. In the lateral position, the patient's lung mass shifted and created a gate with the bronchial wall and the parker tip. I decided to withdraw the dlett under direct vision through the tracheal lumen to try and relieve the obstruction. The tube was withdrawn until the balloon was approximately halfway contained within the left mainstream bronchus but I was still unable to ventilate. At that point the patient was turned supine, reintubated with a standard parker mallinckrodt dlett , repositioned laterally, tube tested, prepped and surgery proceeded without difficulty. There was no injury to the patient.